Event description:
It was reported via repair work order that there was no power to bed due to malfunction power cord power prong and motion interrupt pan was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.